Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) used for non-malignant pain. Consumer reported t hey were having trouble connecting the remote to the ins and that the antenna was damaged. The patient reported they were still having problems with their device and it has ¿been this way for a year.¿ no further complications reported/anticipated.